Event description:
The info received from the study indicates that two years after baseline procedure, the pt experienced sudden death. The pt had a 2.75mm x 33mm bx sonic bare metal stent implanted in the left circumflex/1st obtuse marginal in 2005. The lesion was described as tapered, with no calcification or thrombus, with no bridging of the obtuse marginal. Timi flow was noted as zero prior to stent implant. As per the study project leader, no further info is available at this time. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.